Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient underwent surgery due to on (B)(6) 2015. During the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to change another products to complete the surgery. No patient complications were reported.

Manufacturer narrative:
Product analysis :unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant. Functional evaluation with a sample mas found the implant able to be fully engaged into the mas head without issue. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.